Manufacturer narrative:
Device is a combination product.   Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 32 promus premier¿ stent was implanted. Stent deformation was noted and a 3.0x12 promus premier stent was implanted to cover the damage. No patient complications were reported.